Manufacturer narrative:
Date of event: exact date unknown, event occurred for about a year now.

Event description:
It was reported that the patient had issues with charging and could not get past one bar. The patient underwent an ipg replacement procedure. All impedances were green and favorite programs were reloaded. The explanted ipg was discarded.